Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse did not find an internal leak. The fse found that the iabp would not boot up, and found code f7 on the executive processor board. The fse resolved the issue by removing the executive processor board and front end board and reconnecting them to ensure proper seating of the boards. The code f7 went away. The unit passed all functional and safety testing. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had internal leak. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).